Event description:
It was reported that two days after the patient underwent coronary artery bypass grafting x 3 and aortic valve replacement, he went limp while answering a question from a nurse while she was washing his feet. The cardiac monitor showed asystole, and the rhythm showed p-waves by ventricular standstill. The patient had seizure type activity, was connected to a temporary pacemaker on ddd at 80, regained consciousness quickly, and stabilized. After the patient was assisted back to bed, he had another episode of ventricular standstill. No pacer spike. Resumed pacing without any further episodes. The staff reported a new battery had been installed, and the connections were good. The device was returned with a request to check sense functions. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. The device was visually inspected, and the electrical, functional, and mechanical parts were tested. No electrical or functional anomalies were observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. F7 type of report is initial. Analysis of the device is in process; the results will be forwarded when available.